Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the surgeon passes the first point of suture through the tissue on a circumcision procedure, both needle and thread broke. A new suture was used to complete the case.